Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the devive.

Event description:
It was reported that a puncture closure of left groin was completed using a starclose se device after a procedure. Reportedly, the patient stated he has had pain from the groin down the left leg since the procedure. He has seen a nurse practitioner 3 times at the physician¿s office. No treatment was provided. No additional information was provided.